Event description:
(B)(4).I have constant dull pelvic pain that never goes away, sharp stabbing pains in my left side, painful intercourse, spotting/bleeding after intercourse, very heavy periods with large clots, extremely painful periods and cramping. These have been ongoing for several years, but I started to take them seriously when I started getting the stabbing pains in my left side. My periods and pain have become so bad that I am missing work and unable to function at times. I am now scheduled for a hysterectomy because of the severe side effects of essure and because the coil in my left tube is bent at a 45 degree angle.